Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiohoid incision appeared to be infected, thus the patient was sent to a plastic surgeon. The plastic surgeon opened the incision site, cultured and cleaned it then reclosed the pocket. The patient was started on antibiotics. Approximately five days later the incision started to open again at the very end. At this point they had the culture results had come back indicating a bacterial infection, (B)(6), which was resistant to the antibiotic the patient had been taking. Subsequently a revision procedure was performed where a small incision over the electrode was made about two inches from the device pocket. The physician cut the electrode, capped the end that was still connected to the device. Then opened the xiphoid and sternal incisions and removed the electrode through the xiphoid incision. The new small incision and the sternal incision where the closed. The xiphoid incision was left opened and packed. The wound was cleaned and two doses of intravenous antibiotics were given. The patient was scheduled for follow up visit with the physician where they will re-assess how the wound is healing and if a new electrode can be implanted. The electrode was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiohoid incision appeared to be infected, thus the patient was sent to a plastic surgeon. The plastic surgeon opened the incision site, cultured and cleaned it then reclosed the pocket. The patient wa started on antibiotics. Approximately five days later the incision started to open again at the very end. At this point they had the culture results had come back indicating a bacterial infection, serratia marcesens, which was resistant to the antibiotic the patient had been taking. Subsequently a revision procedure was performed where a small incision over the electrode was made about two inches from the device pocket. The physician cut the electrode, capped the end that was still connected to the device. Then opened the xiphoid and sternal incisions and removed the electrode through the xiphoid incision. The new small incision and the sternal incision where the closed. The xiphoid incision was left opened and packed. The wound was cleaned and two doses of intravenous antibiotics were given. The patient was scheduled for follow up visit with the physician where they will re-assess how the wound is healing and if a new electrode can be implanted. The electrode was explanted due to an infection. No additional adverse patient effects were reported.